Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d9,h2,h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation, worn out video connector latch causing poor connection with pigtails a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera on the subject device was not locking while plugging in. The issue was found during service or maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.